Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue winged protective cap was found to be missing in a large volume infusor. This was discovered during the compounding of saline and fluorouracil. There was no patient involvement. No additional information is available.